Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 and 1.2 was not detected on bus. A field service engineer successfully replaced drawer controller board , sensor and powered back the station to rectify this problem. The system functioned as intended after the field service engineer troubleshooted the device. A field service engineer confirmed that there was a delay in dispensing medication to the patients. A supplemental will be created if additional information is received from the customer.

Event description:
It reported that when using the pyxis medstation es system experienced drawer malfunction. A customer has reported that a user is unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, e4, g1, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-jan-2023 to 19-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 1.1 and 1.2 was not detected on bus. The field service engineer replaced module controller, drawer controller, bus cable and sensor. The system functioned as intended after the field service engineer investigated the device. Initial reporter facility name e1. - (B)(6)

Event description:
It was reported by the customer when using bd pyxis¿ medstation¿ es, experienced drawer malfunction. The customer has reported that the user was unable to dispense medication due to a malfunction, which has resulted in delay in patient care. There were no adverse events or injuries reported based on this event.